Manufacturer narrative:
The device history record (DHR) could not be reviewed because the lot number remains unknown, however there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu. The reported patient intracranial hemorrhage is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event. Device is not available to manufacturer.

Event description:
It was reported that a thrombectomy was performed on the left m1 distal segment of the middle cerebral artery. First and second pass were performed with subject stent retriever and aspiration catheter. Vessel dissection occurred during procedure, which the physician confirmed was not related to the subject stent retriever. Imaging done five hours post procedure revealed sub arachnoid hemorrhage. No other information is available.

Event description:
It was reported that a thrombectomy was performed on the left m1 distal segment of the middle cerebral artery. First and second pass were performed with subject stent retriever and aspiration catheter. Vessel dissection occurred during procedure, which the physician confirmed was not related to the subject stent retriever. Imaging done five hours post procedure revealed sub arachnoid hemorrhage. No other information is available. Additional information was received which reported that the patient had two sub arachnoid hemorrhages after the procedure using the subject retriever. First hemorrhage occurred 5 hours post procedure and second hemorrhage occurred 13 hours post procedure. No other information is available.

Manufacturer narrative:
B5 executive summary - updated. B6 relevant tests and lab data - updated. Although the device history record (DHR) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu. The reported 'patient intracranial hemorrhage' is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.